Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Customer's blood glucose ranged from 140-141 mg/dl.

Manufacturer narrative:
Device not returned.